Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The patient reported cramping, diarrhea and feeling light headed during a routine hemodialysis treatment. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner as directed in the user's guide. Facility staff confirmed the symptoms experienced by the patient during treatment were transient and not related to nxstage therapy or products. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.